Event description:
The right ventricular lead displayed undefined high superior vena cava coil impedance, a rise in superior vena cava defibrillation impedance, and a rise in rv coil defibrillation impedance. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).